Event description:
It was reported the blue j stylet that came packaged with the lead did not retained the j shape well enough to place lead therefore a new stylet was use for the procedure successfully. It was further reported that the atrial lead dislodged and that there was positioning/fixation difficulty and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the stylet is in process; the results will be forwarded when available. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Analysis of the stylet found the j-form to be out of specification.